Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in upload retry mode. A technical support specialist (tss) pulled station and server databases and data synchronization logs. The tss ran a query, setting the variable to the encounter key from the retry mode. If any activity was found, it was saved to an electronic protected health information (ephi) spreadsheet and provided to the customer via bomgar session or secure file transfer. If no activity was found, the customer was informed that a patient was selected but no activity was performed, so the message could be skipped. If activity was found, the customer was informed that transactions were performed on a patient with a different allergy in the server, and the transaction must be skipped due to the server's inability to associate it with the database. The customer was also informed that these transactions would be missing from es server reports. The tss skipped the transaction, monitored the station until it was out of retry mode by checking 'uploaded 0' in the data synchronization log and then scheduled a full synchronization for the station to prevent further retries. For es 1.5+, the tss waited until noticing no variation in change tracking version. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the device with upload in retry mode. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.